Manufacturer narrative:
The device was requested to be returned to the manufacturer for investigation; it has not been received. Plots: 4749754 (MFR date: 3/1/2020; exp date: 3/1/2025); 4590588 (MFR date: 1/1/2020; exp date: 1/1/2025); 4421332 (MFR date: 10/1/2019; exp date: 10/1/2024); 4366525 (MFR date: 9/1/2019; exp date: 9/1/2024); 4757981 (MFR date: 3/1/2020; exp date: 3/1/2025).

Event description:
The event involved a leak of doxorubicin from a spiros. The leak occurred during injection when the syringe of chemotherapy was attached to the patient. There was no obvious crack and the spiros was engaged. The exact location of the leak occurred within the spiros. There was no blood loss or bleed back. They were able to finish IV push with leaking occurring.

Manufacturer narrative:
D10 - date returned to mfg: (B)(6)2020 h10: one used spinning spiros was returned for evaluation, connected to used non ICU-medical syringe. As received, the spin feature was activated in the rotational direction and spinning freely. The luer threads of the spiros and the syringe were engaged. No damage or anomalies were identified. Drug residuals were confirmed within the spiros housing, the cause of the residuals is unknown. The returned spiros met product performance specifications. No leakage was observed during the functional testing of the returned sample. The lots were reviewed and there were no issues found.